Event description:
A malfunction alarm was reported by the caller regarding the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed the pump could continue to be used. The issue did not recur, and the caller was advised to contact support again if the problem reappeared.